Manufacturer narrative:
(B)(4). This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2016-05972. Please see medwatch report # 2210968-2016-05972 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an oral/ dental procedure on unknown date and suture was used. Two weeks following the procedure, the suture has not dissolved. There were no adverse consequences for the patient reported. Additional information has been requested.